Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported patient received a ¿clear blockage¿ error while setting up a new cadd solis pump for IV c-treprostinil. The patient attempted troubleshooting, including changing the tubing, but the issue persisted. The patient had a backup pump available and continued the infusion without interruption. No adverse events or injuries were reported.

Manufacturer narrative:
A4 - weight was updated. D4 - primary UDI number was updated. D7a - single use device was updated. The suspected device was not received for evaluation. The service history review was performed, and it was confirmed that there was no previous repair noted. The complaint could not be confirmed, and a root cause was unable to be determined. A good faith effort was conducted to retrieve the device from the customer.